Event description:
It was reported that during preventative maintenance (pm) conducted by a getinge field service engineer (fse) the cs300 intra- aortic balloon pump (iabp) failed the battery run time test. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: the fse replaced the batteries then completed pm service. The unit passed all functional and safety tests to factory specifications and was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Manufacturer narrative:
Corrected fields: e1(event site address: (B)(6), initially it was wrongly mentioned as (B)(6), event site telephone: (B)(6)). Additional point of contact: name: (B)(6), mail ID: (B)(6), phone number: (B)(6), occupation: biomed.